Event description:
Received a call from a biotronik rep stating the pt was pacing at their programmed max sensor rate while at rest. The device returned to basic pacing rate. Follow-up testing revealed expected behavior. Physician opted to explant the device as the behavior could not be readily explained.